Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 50 mg/dl. Customer also reported experiencing blood at the sensor insertion site and sensor reading discrepancies. Customer stated that when removing the sensor, there was a lot of bleeding. Customer declined troubleshooting and requested a replacement.